Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly. The insulin pump was received with a cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the customer pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.